Manufacturer narrative:
On july 13, 2023, the mentor failure analysis lab received two unknown devices for evaluation. Since devices were unknown and not possible to identify which device is the right side deflated as per information received on july 25, 2023, a slit was made in both implants to determine fluid volume. Given that the side of each implant received is unknown, both devices were evaluated. On july 25, 2023, mentor also became aware that patient underwent bilateral explantation and replacement with catalog number 3507385mc; serial number (B)(6) on the right side, and with catalog number 3507385mc; serial number (B)(6) on the left side on (B)(6) 2023. If identification of devices is received in the future, supplemental reports will be submitted. For reporting purposes, this report is for the right side device. Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the posterior aspect and extending to the anterior aspect of the saline breast implant, measuring approximately 3.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental report is for the right side device. Left side unknown device is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2023, mentor became aware that the date of replacement surgery is (B)(6) 2023. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2023. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right deflation since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2023, mentor became aware that the right side replacement device used on may 24, 2023 was catalog number 3507385mc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old caucasian female patient underwent breast surgery with unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively. The patient has consulted with the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).